Event description:
Through follow-up, the surgeon provided the following additional information. The surgeon reported an uneventful left eye (os) cataract surgery followed by stent implantation. There was limited blood reflux from one (1) stent after the viscoelastic was removed. Per the surgeon, aspirin therapy contributed to the reported grade I hyphema (less than or equal to 1/3 anterior chamber volume). There was no adverse impact to the patient, and the hyphema was self-resolving without intervention (medical or surgical) and no sequelae. The patient most recent status was reported as "no further bleeding" with adverse event resolved. The remains on acetylsalicylic acid (asa) therapy.

Manufacturer narrative:
Additional information: a1, b5, b6, b7, g3, g4. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on limited information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent procedure, the patient developed episodes of recurrent limited hyphema. It was noted the patient was previously on aspirin but discontinued use on the date of the procedure. There was minimal anterior chamber bleeding, and the patient''s vision and intraocular pressures were as "good". Through follow-up, the following additional information was provided. Reportedly, during a postop day 10 gonio examination, there was no blood observed in the patient¿s eye, and the stent appeared in good position. Additional information has been requested.